Manufacturer narrative:
Added g3/g4, h1/h2, h6. H6: code c19 - a review of the manufacturing records indicated the lot met all pre-release specifications. H6: code b20 -the device remains implanted and was therefore not available for engineering evaluation by gore. According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis or delivery system: : improper component placement, and component migration. Imaging evaluation summary: the imaging evaluation performed by a clinical imaging specialist showed the following: ¿ one jpg submitted for evaluation. Image has no patient identifier or date of acquisition and cannot be manipulated in anyway. There are 2 unknown densities present on the image, see arrow. The proximal portion of the device does appear to be partially constrained on the jpg image. Unable to confirm successful constraining/reopening of the leading end using backup deployment mechanism or deployed in location other than intended. Image does not have contrast, unable to determine anatomical landmarks to confirm deployment (intended) location. Engineering evaluation summary: the device evaluation performed by engineering showed the following: engineering inspected the returned device. There was observed damage near the skive on the catheter. The origin and impact of the damage cannot be confirmed. No other damage or abnormalities that could be related to the reported observations was identified on the returned device. The constraining mechanism including functionality of the mechanism or the constraining loop itself could not be evaluated as that portion of the device was not returned. Based on the findings from the evaluation, engineering was unable to confirm the observations that ¿constraining loop malfunctioned¿ and that ¿the constraining mechanism broke¿. The reported observations that ¿the device was bit below the renals from the intended landing zone as they had pulled it down¿ and that ¿one of the stents on the proximal top side of the trunk was flipped or inverted, and not upright¿ are unable to be evaluated as part of the returned device evaluation. No manufacturing deficiency could be identified through this investigation.

Manufacturer narrative:
According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), potential adverse events that may occur and/or require intervention include, but are not limited to, endoprosthesis or delivery system: improper component placement, and component migration. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore: on (B)(6) 2023, the patient underwent an endovascular procedure in zone 9-infrarenal to treat an aortic aneurysm utilizing gore® excluder® conformable aaa endoprosthesis (aortic extender, trunk ipsilateral leg), and gore® excluder® aaa endoprosthesis (contralateral leg). Reportedly, the aortic extender had to be opened up in the case as the main body's (trunk ipsilateral leg) constraining loop malfunctioned and the main body trunk device had to be pulled down a little. The reason being that one of the stents on the proximal top side of the trunk was flipped or inverted, and not upright. Physician tried pulling it down a bit to get the stent to unflip and straighten but it would not open up as the constraining mechanism broke at which point they put a mob balloon in and inflated it that led to the trunk ipsi being opened back up, however, the device was bit below the renals from the intended landing zone as they had pulled it down and an aortic extender was put in to extend proximally to renals. However, the aortic extender while it landed perfectly at the intended landing zone below the renals, it slid down 15mm into the main body of trunk ipsi leg and the medical team did not want to put in another aortic extender. All devices were implanted successfully, there were no endoleaks. The patient tolerated the procedure.